Event description:
After completion of dialysis treatment, the small "o" ring between the needle and the wings, broke off during needle removal. Staff did not notice and the patient's access was covered with a bandaid and taped. On the patient's next scheduled treatment, staff removed the tape and bandaid and found an indent / wound on the patient's access. Patient complained of pain. Staff found the small "o" ring stuck on the bandaid that was removed. No further information was provided.

Event description:
After completion of dialysis treatment, the small "o" ring between the needle and the wings, broke off during needle removal. Staff did not notice and the patient's access was covered with a bandaid and taped. On the patient's next scheduled treatment, staff removed the tape and bandaid and found an indent / wound on the patient's access. Patient complained of pain. Staff found the small "o" ring stuck on the bandaid that was removed. No further information was provided.